Event description:
I have an MRI showing brain damages from an ecog bci apparatus implant cause severe pain with movement from apparatus. The MRI shows susceptibility artifact man made apparatus implant. An over amplified ossilctors magnifying amplifie 100 ham radio amplifiers inflicting extreme power and dizziness and moving in brain by pushing on microphone making amplified magnetic field fmri signal. I had an MRI of brain damages from dr (B)(6), md neurosurgery at (B)(6). Showing susceptibility artifact man made apparatus implant cause severe brain tissue damages. And causing a stroke by over amplified ossilctors 24 of them and 100 ham radio amplifiers inflicting extreme power as to cause brain cancer without any causes of cancer of the body. Med conditions: cancer, and a stroke. Allergies: celebre vioxx. (B)(6), scientists and phd dr (B)(6), and (B)(6). Copyright working without a physician license or medical license. And fbi agent captain (B)(6), was listening down the road from (B)(6) at my residence until 2017. Now they transmitter thru a ham radio amplifiers with the implant inflicting extreme pain at (B)(6) since (B)(6) 2017 to (B)(6) 2026. I have been tortured for 18 years by the ecog bci apparatus tag.